Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, pregnancy with contraceptive device (date of birth: (B)(6).), parity 6, anemia and multigravida. Current weight 353 lbs. Concurrent conditions included blurred vision, uterine enlargement, uterine neoplasm, uterine fibroids, hirsutism, uterine bleeding and iron deficiency anemia secondary to blood loss (chronic). Concomitant products included carbamazepine (tegretol), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6)2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), headache ("headaches") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy + bi-s,robot assisted tlh/ rso/ls/cysto). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma, headache, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain, bleeding and headaches. Current weight 353 lbs. (B)(6) 2019: discussed with patient long term plan of care options for management of mta including mirena iud. Insertion details: there were approximately 4-5 coils seen on the outside of the ostia bilaterally. Discrepancy noted in date of insertion (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received-new event post removal complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, pregnancy with contraceptive device (date of birth: (B)(6)) and grand multiparity. Current weight (B)(6). Concomitant products included carbamazepine (tegretol), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma, headache, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain, bleeding and headaches. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.3 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Event pelvic pain make serious incident. Date of removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.